Manufacturer narrative:
It was reported that CT failed to merge. Based on the technical investigation the root cause identified is user error : did not follow IFU. As it was a user error, the operator of the device will be notified of the investigation results.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that pre-operatively the surgeon noticed several difficulties to merge the result of two CT scan exams. Finally he merged the CT scans with an mr exam and was able to proceed.